Event description:
It was reported that a cartridge alarm occurred. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within an acceptable range. The customer addressed the problem by replacing the cartridge, successfully resuming insulin therapy, and resolving the issue.